Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated that everything had been working fine, and then, around midnight, they had pain that kept getting worse. They took tylenol and advil and then started to have to go to the bathroom all the time. They tried drinking water in case they were dehydrated and from 3am-7:30am they were going thru pads and going to the bathroom every 10 mins. Laying down caused them to stimulate leakage. The caller reports that since implant, they have had to decrease the stim steadily over time because it was painful. They began at 1.7 and were at 1.0 and .8 during the call. The caller reports that the whole area gets sore and its painful to sit and to urinate and they sometimes feel a jolt. The caller reports they could not sleep and they could feel it when walking up or down the stairs. The caller reports that they have left a message for the hcp but have not heard back yet. The caller noted that they are getting an overall benefit of more than 50% with the therapy. Agent helped caller connect to ins and turn off the therapy. Asked the caller if they felt relief from the pain and they said the therapy was so low, they weren't feeling the pain at the time of the call. Helped caller change programs and increase settings. The caller reported feeling the sensation in the bicycle seat area, comfortably. Advised the caller to try a different body position to see how it felt, the caller reported that when they stood they felt a little pressure, like they had to go the bathroom, but it was not painful. Encouraged the patient to decrease or turn off if they feel discomfort and follow-up with the hcp. Patient will maintain stimulation level and will continue to track symptoms. Patient confirmed comfortable stimulation in the bicycle seat area. Patient was redirected to doctor if the issue persists.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of having to decrease the stimulation over time as it was painful was determined and noted that the "number" was too high. They tried another program with agent's help. The patient noted they returned to the doctor on (B)(6) 2022 to discuss problems with overactive bladder. The issue has not yet been resolved.